Event description:
I had a gastric band that caused my problems. It was first placed in (B)(6) 2005, then it was replaced (B)(6) 2012. My problems got worse after the second band was placed. I was never able to eat properly again, and I had vomiting spells constantly along with chest pain and upper abdominal pain all the time. I was hospitalized multiple times because of the side effects from this. On (B)(6) 2016 I had aspiration pneumonia with a fever of 106.